Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at time of incident and other blood glucose level was 600 mg/dl and treated with insulin pump. Customer reports they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not used auto mode feature. Customer did not allege insulin pump was under delivering. Customer reported insulin exited at the quick release. Customer reported that the bolus wizard was programmed accurately. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that they performed high pressure test and it was passed. The device will not be returned for analysis.